Event description:
It was reported that clinical support was notified of a call from the cath lab at the hospital. Clinical support immediately called and spoke with the clinician. The clinician stated that the intra-aortic balloon pump (iabp) malfunctioned requiring the pump to be removed from the pt. Details surrounding the event indicate that the pump was pumping fine, then stopped pumping. The pump indicated "system failure 6 and front end malfunction". The pump was powered down and then back up; pump started pumping, but the alarms occurred again. The clinician stated that the pump was discontinued from the pt as they did not have another pump available; two other pts were currently on pumps. The pt was doing fine without the balloon pump therapy.